Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions presumedly caused by carry over of a sample with seven antibodies. The correct function of the allegedly defective reagents were proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lots. The carryover event could be reproduced at the manufacturing unit and affected the results of two subsequentially pipetted samples to react positively instead of negatively. Furthermore it was shown that a known negative donor sample yielded a positive result in an independent run after being tested immediately downstream the antibody containing sample, indicating the presence of detectable molecules transferred from there. A final titre was not determined. We strongly believe this carry-over issue to be associated to sample-specificities.